Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had zero symptom relief and zero stimulation. No environmental/external/patient factor led or contributed to the issue. Patient¿s physician tried to increase stimulation on all programs and the patient did not feel it at all. The patient would be scheduled for surgical intervention. No further symptoms or device complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the patient getting ¿zero stimulation¿ and them not being able to feel it when the physician tried to increase it was not known at this time. The patient was to get an x-ray and the physician was going to check the impedance when they see them on follow up. It was noted that no surgical intervention had been planned as of yet. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received. It was reported that patient explant was performed and the explanted batter and lead was once again interrogated with zero motor response from the patient. A new lead was placed and patient had sensation to stimulation and the patient determined that their urgency decreased significantly. No further complications were noted or anticipated

Manufacturer narrative:
Analysis of implantable neurostimulator ins (B)(4) revealed the battery was functioning okay with no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information received. No further complication was reported